Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm on the morning of (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (47 mg/dl). The cause for the reported low bg levels is unknown. Customer addressed low bg levels with glucose tablets and juice. In addition, it was reported that the pump did not alert the customer that bg level had dropped. Reportedly, the customer has the low bg alert set to annunciate when bg level becomes 100 mg/dl or lower. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (47 mg/dl). The reported cause for low bg levels is unknown. Customer addressed low bg levels with glucose tablets and juice. Recommendation was made to discuss diabetes management with customer's health care professional.